Event description:
It was reported that during follow up, increasing lead impedance and threshold were observed. Lead failure was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.